Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had incessant low flow alarms. Log files were submitted for review and captured numerous low flow events on 26aug2024 which occurred at times when pulsatility index (pi) was elevated. The patient had elevated lactate dehydrogenase (ldh) and it was noted that the patient had a recent cerebrovascular accident (cva) (cs-200371). Additional log files were submitted for review and captured low voltage hazard/no external power events at 0811 on 05sep2024 while using the mobile power unit (mpu). It appeared the mpu lost total power enabling the backup battery (ebb) in the system controller until power was restored to the mpu. This event lasted around 12 seconds. The log also noted several low flow events on the morning of 06sep2024 and intermittent audible low flow events were captured at 0038, 0132, and 0143 on 08sep2024 which were associated with elevated pulsatility index (pi) values. It was additionally reported that the patient had an outflow graft obstruction identified on (B)(6) 2024. There was no treatment performed at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was unable to be confirmed as no images were provided, and the device remains in use. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. It was reported that the patient was having incessant low flow alarms. It was later reported that patient had a recent cerebrovascular accident (cva) (cs-200371) along with elevated ldh. It was additionally reported that the patient had an outflow graft obstruction identified on (B)(6) 2024. There was no treatment performed at the time. The submitted controller event log file captured intermittent low flow events on (B)(6) 2024, resulting in several transient low flow hazard alarms. In the additional set of submitted log files, the controller event log file captured transient low flow hazard alarms on (B)(6) 2024. Of note, the low flow events on (B)(6) 2024 appeared to be associated with elevated pulsatility index (pi) values. No other notable events were captured, and the system appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.